Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the 24th september 2010 and passed all self-tests up to the 27th september 2015. An increase in voltage suggests a further pad-pak was installed during this time. Multiple manual power ups, some of ten minutes duration, were recorded on the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.